Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found, and unit passed final test. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.